Event description:
Tip of nitrex guidewire sheared off and was retained extravascularly while attempting left femoral arterial access for diagnostic peds cardiac cath. Immediately contacted surgeon, and then peds surgery doctor. Determined it was safe to leave in place. Proceeded and completed case with no other issues. Doctor notified patient family at completion of case. Specific item: ev3 nitrex .018" x 80 cm guidewire. Ref# n180801, lot# 6675783. Used in conjunction with argon medical devices amc/3 arterial needle 21ga x 1" ref# 195311.